Event description:
The pt was undergoing an emergency coronary bypass surgery. Oxygenator exhaust line kinked, resulting in a positive pressure environment in the venous reservoir. The positive pressure relief value, safety device, did not activate. Cardiopulmonary bypass circuit lost prime and air was forced up the venous line and into the heart. This was immediately recognized when there was a lack of venous return and air within the right atrium.